Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Her blood glucose lowered to 69 mg/dl. Customer stated, she is not sure if button error had something to do with lowering it. Customer has dropped the device and it has crack across the top. Customer reported that she might have slept on the device, since she also wears c-pap machine. She struggles to sleep with both machines. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime test, occlusion and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corners, reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.